Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 4.3, lab: 12.0. Time elapsed less than 3 hrs. Pt was taken to hospital due to severe gi bleeding where the venous draw was performed in the ER. Pt's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 4.3, ref: 12.0, mean: 8.1. Calculated mean for reported results is greater than 5.0, and the difference between the results is greater than 2.2. The results are considered discrepant beyond the documented variability for pt/inr testing. Further testing was pursued. Per complaint, user reported pt anemic and with hypothyroidism. Per product insert - "a hematocrit (percentage of blood that is red blood cells) that is higher (above 55%) or lower (below 30%) than validated operating range of the inratio/inratio2 system can cause an inaccurate result." "Liver disease, congestive heart failure, thyroid dysfunction and other diseases or conditions can affect the action of oral anticoagulants and the inr value." User was also on amiodarone medication at the time of testing. Amiodarone is known to influence results obtained with inratio testing. Any of these issues may be root cause. No product associated with the complaint is expected to be returned. In-house therapeutic donor testing was performed on (B)(6) 2012 with reported lot #272918. Results as follows: donor: #1, inratio: 1.6, inratio: 1.8, inratio: 1.5, reference: 1.55, bias threshold: 1.05 - 2.05, %cv: 9.35. Donor: #2, inratio: 3.4, inratio: 3.0, inratio: 3.0, reference: 3.16, bias threshold: 2.16 - 4.16, %cv: 7.37. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Pt's hct level was outside the limit of the product's limitation. It may have contributed to unexpected result. Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results. Patent's other condition and medication may also affect test accuracy. For no product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.